Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the customer had a high blood glucose of 400 mg/dl and the cannula was bent on her sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.